Event description:
During ptca procedure, upon removal of the guidewire, it was noted that tip of wire had separated/fractured and was retained in the distal lad artery. Pt has normal ECG and is stable. Surgical removal of the guidewire fragment is under consideration.